Event description:
It was reported that when the fiber was being connected to the laser, the fiber did not fit well due to the green sleeve on the laser fiber. A second laser fiber was opened and attempted to be connected as well, but the second fiber also did not fit. It was noted that the green handle was too large. The patient had a stent placed and will come back in the future for another procedure. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.